Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure were the implantable pulse generator (ipg) was replaced as the device reached end of life (eol) which consequently caused the device to become non functional. There were no complications and the patient was doing well post operation.